Event description:
This covered stent slipped backwards from the balloon in the direction of the shaft of the delivery catheter when they started the insertion through an 8 fr sheath from a femoral approach. No harm came to the patient.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.